Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore, no eval could be performed. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro extension cable was making bad connections and the hemopro had no power. The cable connection was clamped to complete the procedure. The hosp did not report any pt effects. The product is returning.